Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a nocturnal low glucose event, with a sensor reading of 65 mg/dl and device alerts prompting treatment; the caregiver administered oral glucose tablets and levels corrected, and the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia, though none were perceived at the time due to sleep. Outcomes included an unexpected medical intervention in the form of medication administration. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.